Event description:
It was further reported the device was a 24mm watchman. The thrombus was noted in the left auricle and no action was taken. The event is not considered related to the device.

Manufacturer narrative:
Upn- search updated from unknown to m635ws24060. Catalog/model # updated from unknown to ws-2406. Device lot number updated from unknown 16338000. Device expiration date updated from unknown to 08/26/2016. Device manufactured date updated from unknown to 09/12/2013. (B)(4).

Event description:
(B)(6) clinical study. It was reported that thrombus occurred. A watchman ® laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. However, 3 days after implantation a thrombus was noted in the left atrium. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).